Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# j0340585v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient had taken a hard fall on some ice a couple of years prior. The patient felt shocking at that time and turned off the device. The device was interrogated and reprogrammed. Comfortable stimulation was achieved. It was noted the patient felt some ¿grabbing feeling¿ when flipping over or moving slightly over the past week since the patient was using stimulation. No shocking or jolting was reported by the patient. The reporter thought the initial report of shocking was due to turning on stimulation because settings were ¿pretty high¿ and higher than what they had programmed for the week. The lead looked to be in good position. It was noted the device was replaced due to a normally depleted battery. About a week and a half later, it was determined by the patient that the shocking feeling correlated with turning amplitude up high. It was unknown if the high amplitude was related to the shocking sensation they felt years prior. A follow up report will be sent if additional information is received.